Manufacturer narrative:
B1, b2: inadvertently did not include adverse event with required intervention to prevent damage.

Event description:
Additional information was received that patient condition in rapidly deteriorating per the patient¿s family. The patient¿s medication was increased, and x-rays were performed. X-ray results were received showing placement of 2 electronic stimulator lead passing from the upper chest to the level of the proximal trachea. The leads appear to be discontinuous at the base of the neck. It may be artefactual finding, but it appears as though both wires extending from the generator pack of the electrodes are discontinuous at the level of the base of the neck. No other abnormalities were identified. The patient underwent a revision, and the lead was seen to be completely broken/ fractured by surgeon who performed this revision. Only the lead was replaced, and the lead fractured very close to the anchor. Explanted product has not been received to date.

Event description:
Additional information was received that device was disabled following surgery. No additional relevant information has been received to date.

Manufacturer narrative:
B5. Inadvertently design history review was inadvertently not included within supplemental MDR. Inadvertently noted device disabled listed instead of device discarded.

Event description:
Additional information was received that device was discarded following surgery. Device history records were reviewed for lead. The device passed all functional specifications and quality tests and were sterilized prior to distribution.

Event description:
It was reported that patient who was recently implanted with vns is now showing high impedance of >9000 ohms and low output current. The physician has sent patient for x-rays and they did not show anything. The patient has been referred to surgeon who performed implant. Additional information was received that patient was experiencing an increase in seizures activity. No additional relevant information has been received to date. No surgical intervention has occurred to date.